Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 500 mg/dl and next morning blood glucose was 400 mg/dl. Insulin pump received critical pump error alarm. Insulin pump also received an alarm which was indicated that a broken force sensor was detected during seating or regular delivery. The customer did experience any symptoms such as nausea as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Whether customer use auto mode feature at the time of high blood glucose event or not was unknown. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.